Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the second operation of the day took place urgently on (B)(6) 2014. As usual, when the surgeon was about to use the screws for cranial closure, he/she found 1 screw had missing tip (not remember if it was worn out or broken). Eventually the surgeon used a new one to finish the operation with 1 or 2 minutes of delay. The screw in question was thrown away and no possibility of remaining in the patient's bone. The surgeon found that the tip of the screw in question was damaged before use. The operation was continued with another screw. There was 1 ¿2 minutes delay. There was no adverse consequence to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.